Manufacturer narrative:
Further information was requested but not received. Serial number, manufacturing date, expiration date, UDI, implant date, patient name, date of birth, gender, physician, and facility information are unknown since the serial number was unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited a diagnostic anomaly. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Correction: please correct this report 2017865-2020-23559 submitted on dec 23, 2020. New information received gave the model and serial number of the product and it was noted that report 2017865-2020-22754 was submitted in detail for this event.

Event description:
New information received noted that the patient presented for a magnetic resonance imaging (MRI) scan. Upon completion of the MRI and reprogramming out of MRI mode, the implantable cardioverter defibrillator exhibited false elective replacement indicator. 48 hours later, review of remote transmission indicated the battery gauge returned to normal. There were no consequences to the patient.